Manufacturer narrative:
Investigation summary: prior to use clinician saw extra piece of what appeared to be plastic on end of catheter. While showing others, it broke off. She has taped it to the item for examination. Please send her prepaid mailing to return. Lot analysis: device/batch history record review: findings: as this complaint was a MDR; DHR review was performed on the lot number 7240674. The lot number was built on afa line 11, from (B)(6) 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non foreign material, particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 - o1 level a investigation per CPR ¿ 071. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Visual analysis: observations and testing: received one unused iag/bc 20ga unit in an opened package from the lot number 7240674. All components were present and together. Visual/microscopic examination: the area where tape was attached to the package. No fm was observed. There was silicone lube (non-foreign) on the shaft of the catheter tubing. Test description method no results visual/microscopic n/a see observations and testing investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation displayed silicone lube (non-foreign) on the shaft of the catheter tubing. Investigation conclusion: the defect foreign matter; as stated as the reported code was confirmed with the returned unit. The fm was observed has lubrication that is a material of construction added in the manufacturing process. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experience was confirmed based on the evaluation that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? N/a; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: manufacturing. Comment: lubrication ¿ the silicone lubrication is applied to the cannula/catheter assembly to minimize the insertion and threading forces during the usage. Rationale: corrections and CAPA. Corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported before use the clinician observed foreign matter that appeared to be plastic at the end of the bd insyte¿ autoguard¿ bc shielded IV catheter. No serious injury or medical intervention noted.